Manufacturer narrative:
Concomitant medical products: 439878 lead implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain at the device site, phrenic nerve stimulation, and diaphragmatic stimulation. The physician decided to explant the cardiac resynchronization therapy defibrillator (crt-d) system. No further patient complications have been reported as a result of this event.